Manufacturer narrative:
(B)(4). This issue is not associated with one particular device, therefore no serial number is provided. Investigation: (B)(4) investigated the issue in the software and looked at runs on the quad to determine root cause and potential impact of the issue. The issue found in the testing was not due to a drift in the pump's stroke performance, but was rather an issue with the density values used to calculate the fluid balance. Root cause: this issue was found to be a calculation error by the engineers performing the reliability testing. Conclusion: fluid density calculation error.

Event description:
During internal reliability testing for spectra optia, a discrepancy was discovered in the pump stroke volume. This issue occurred during internal testing which did not involve a pt or a donor, therefore there is no pt or donor info available.